Manufacturer narrative:
Approximated based on the date the manufacturer became aware of the event.

Event description:
It was reported that the patient was having difficulty charging and having to charge the ipg more often. The patient underwent an ipg replacement procedure.

Manufacturer narrative:
Sc-1160 (sn: (B)(6). The returned ipg was analyzed, passed all tests performed, and exhibited normal device characteristics.

Event description:
It was reported that the patient was having difficulty charging and having to charge the ipg more often. The patient underwent an ipg replacement procedure. Additional information was received that the patient was doing well postoperatively.